Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The doctor reported rupture of left implant confirmed by CT scan and by palpation. Device has been explanted.

Event description:
Additional event of ¿solid, oval and well-defined nodule¿.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: opening (note anterior or posterior side if available), encapsulation device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.